Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient¿s representative reported that the patient was in the ER (emergency room) and they were thinking the patient was getting too much medication. The ER told the caller to contact the manufacturer to have them program the pump.

Event description:
Additional information was received that when the pump was first implanted it was filled with fentanyl. The patient stated they were "not getting much help at all" and was still using percocet, then confirmed they were still titrating the medication. The healthcare provider (hcp) transitioned them to dilaudid instead of fentanyl on (B)(6) 2022. They thought they were okay but did feel "a little wonky" but was told to keep taking the percocet and they were "always in pain". The patient stated in (B)(6) 2022 their eyes were blurry, they were incoherent/unable to communicate with their granddaughter so the granddaughter called 911 and the patient was brought to the hospital and given narcan. They stated it was a horrible experience and they had to stay for a few days and were transferred to another hospital. The patient mentioned a mdt rep (name asked/unknown, specific date asked/unknown) who helped turn down the medication of the pump. They called the hcp's office on and off all week. They were just notified that the hcp could not see them until next thursday at 2:45pm. They were still off balance and using a walker. The patient was instructed not to take their oral percocet and inquired what to do. The patient was redirected to their hcp. They did not know dose or concentration information. They asked about going to a new hcp and the patient was sent hcp listings per their request.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.